Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Pump error 63(variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. (B)(4).

Event description:
The customer reported via phone call that the buttons of insulin pump was taking long time to respond. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that using the up arrow and down arrow allow them to navigate screens. Customer stated that the block mode was inactive. Customer stated that the button was not unresponsive during easy bolus attempt. Customer assisted with troubleshooting and stated that the buttons were responding currently. Customer also stated that the insulin pump received hardware low level failures alert during self test. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer performed self test and it was passed. The insulin pump will be returned for analysis.